Manufacturer narrative:
The device was returned to solventum for analysis. The blue vent valve on the auto vent bubble trap was disconnected from the bubble trap when sample was received. Upon testing the sample, the alleged leak was not confirmed. The bubble trap blue vent valve is 100% inspected and tested at manufacturing site to verify functionality. The root cause of the alleged leak could not be determined. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported the 3m¿ ranger¿ blood/fluid warming high flow set leaked during use. No injuries or medical interventions were required due to the alleged malfunction. The customer later reported the leak was at the bubble trap.